Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited occasional ventricular pacing. The inappropriate pacing was attributed to intermittent undersensing of atrial signals, which resulted in atrial pacing occurring at the same time as intrinsic r waves. Programming changes were discussed but not made. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.